Manufacturer narrative:
Device has been returned for investigation and is pending completion.

Event description:
It was reported that there was a removal of c3/4 and c4/5 m6-c implanted in 2021 - south african patient - probably first implanted there.

Manufacturer narrative:
Device has been returned for investigation and is pending completion. Based on the inspection of the retrieved m6-c, in the absence of additional clinical data or interim radiographs, the cause of this event was unclear. It is unknown if infection was suspected or confirmed, which may have contributed to the observed osteolysis at the adjacent level. While some in vivo damage was noted on the core, the majority of the damage appeared to be extraction damage. Due to the extent of the extraction damage and lack of additional clinical or radiographic information, it is unclear if this device had failed mechanically at the time of removal. Further, mechanical failure and osteolysis of the m6-c at the adjacent level likely contributed to the removal of this device. Rmf 0003 rev 39 line 12.22. - migration/loosening, acute requiring additional surgery, with explantation, involving patient with multiple cervical spinal implants. Rmf 0003 rev 39 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications.

Event description:
It was reported that there was a removal of c3/4 and c4/5 m6-c implanted in 2021 - south african patient - probably first implanted there.